Event description:
Outbound. Patient's pump started beeping in the middle of the night. It did not recognize the cassette and read no disposable clamp, patient cleaned out the sensor which didn't work so she switched cassette to her other pump and cleaned that sensor and that didn't work. She did all the troubleshooting the accredo rn reviewed with her last time this happened. The cassette only ran for two hours, cassette not available return, replacement cassette sent, no further details provided.